Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced high impedances, the physician opted for system replacement on (B)(6) 2023, 2 leads 1 ipg at eol, there were no complications, effective therapy post operation.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.